Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular lead and right ventricular lead were dislodged. An attempt was made to reposition the left ventricular lead, but it was then explanted and not replaced. The right ventricular lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : (B)(4): the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies. (B)(6).